Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or an assist device. The home patient (hp) left the clamp open on the unused final line. The technical service representative (tsr) explained the alarms and had the hp cycle the power twice to clear them. The tsr then explained that the supplies were compromised. The hp wanted to finish manually. The tsr advised the hp to call her registered nurse (rn) within the next 24 hours about the incident. The hp understood. Proper procedures were reviewed with the hp. There were no samples available. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.